Event description:
Additional information received identified the patient experienced headaches a few days after the scs system implant procedure. The patient stated she had to have two blood patches done to alleviate the headaches. Additional follow-up identified the headaches are reportedly minimal.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's procedure to implant her permanent scs system, the second lead was not placed. The physician attempted several times to advance the second lead and change entry of needle, but was unable to due to the patient's anatomy. Additionally, the surgeon noted a csf leak while inserting the second needle. The physician removed the second lead and the procedure was completed with only one lead implanted. There was no blood patch or other intervention performed for the csf leak. The patient was asymptomatic after the procedure, and was instructed to lie flat. The patient's scs system was programmed and the patient reported receiving effective stimulation coverage where needed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.